Manufacturer narrative:
Additional event details after investigation: after the dislodgement of the stent it was attempted to remove it from the patient with different balloons but it was unsuccessful. During these removal attempts, the proximal end of the stent got deformed and elongated. It was decided to carry out an emergency surgery for a bypass operation. The patient was prepped with heparin injection for transfer. At the arrival of the emergency team, the patient developed a sudden loss of blood pressure and loss of pulse. The reanimation was unsuccessful and the patient passed away. The physician assumed acute stent thrombosis but could not be verified as the family did not want to have an obduction. The physician stated that he used no snaring device as a retrieval tool. The complaint device was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided images and videos from the angiographic screen as well as the full angiographic material was reviewed. The images, videos and the angiographic material show the complaint device before the complaint event. Later, a dislodged stent is visible in the lm to rim, followed by several unsuccessful retrieval attempts with balloons. The provided angiographic material shows large time gaps in the recordings. The actual complaint event is not visible. The angiographic material does not contain further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100% and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
During pci of the rim lesion on (B)(6) 2025, a synsiro pro 2.25 × 30 mm des could not cross the severely calcified lesion. While retracting the system to exchange the guiding catheter (6f to 7f), the stent became dislodged from the balloon and could not be retrieved. The stent remained partially deployed in the patient. However, timi iii flow was documented at the end of the procedure, good left ventricular pump function. The patient was transferred to the ICU but died after the intervention (exact timing and cause unknown). Hospital staff indicated that a coronary occlusion related to the dislodged stent may have contributed. Causality cannot be confirmed; further investigation is ongoing.

Event description:
During pci of the rim lesion on (B)(6) 2025, a synsiro pro 2.25 × 30 mm des could not cross the severely calcified lesion. While retracting the system to exchange the guiding catheter (6f to 7f), the stent became dislodged from the balloon and could not be retrieved. The stent remained partially deployed in the patient. However, timi iii flow was documented at the end of the procedure, good left ventricular pump function. The patient was transferred to the ICU but died after the intervention (exact timing and cause unknown). Hospital staff indicated that a coronary occlusion related to the dislodged stent may have contributed. Causality cannot be confirmed; further investigation is ongoing.